Event description:
It was reported that prior to an unk procedure, the device came out of the sealed box without instrument container being sealed. It appeared that no adhesive had been used during sealing. All other instruments in box were sealed properly. There was no pt consequence.